Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use for a ureteroscopy with laser lithotripsy in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was lumenis console. According to the complainant, during preparation and outside the patient, when the laser fiber was opened on the sterile field it was noted to be broken right out of the package. It was discarded after. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broke. The fiber was returned broken. One piece was returned. The first piece measured approximately 317.9 cm from the top of the connector to the break. The expose glass portion measured approximately 0.1 cm. The pattern on the tip face is consistent with a tip detachment. The remainder of the glass tip was not returned. Although the device is not consistent with the reported complaint of break, the device was analyzed as tip detached. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation on september 12, 2018 that a flexiva 200 tractip laser fiber was opened for use for a ureteroscopy with laser lithotripsy in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was lumenis console. According to the complainant, during preparation and outside the patient, when the laser fiber was opened on the sterile field it was noted to be broken right out of the package. It was discarded after. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported. The patient condition at the conclusion of the procedure was reported to be fine.